Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the affiliate, a hakim valve could not be reprogrammed; the pressure setting stayed at 50mmh2o. A revision was conducted and there was no delay and or adverse consequences. The device is available for return.

Manufacturer narrative:
Corrected fields: concomitant medical products. Additional information: PMA/510k,if follow-up, what type, device evaluated by MFR. The device was returned for evaluation. The position of the cam when the valve was received was at 40mmh20. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusions were noted. The valve was leak tested; only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and passed. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing record found the device conformed to specification when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.